Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported she had paralysis from the waist down after the implant of her system in (B)(6) 2011. The pt reported the procedure was to provide stimulation coverage to her back. The day after the procedure the pt had numbness which spread to both legs. A CT scan was performed, and it was reported the pt had bleeding along the spine for approximately 30 hours. The pt reported an additional procedure was performed to address the bleeding. The pt said the stimulation was turned on 2 weeks later, but was uncomfortable, so the stimulation had been turned off since that time. The scs system remained implanted. The pt reported she still feels some numbness.